Event description:
The arterial extension and venous extension from the catheter of the hospitalized patient were detached and laid out on the table. There was no bleeding. There were signs of pulling on the extensions. Both lumens of the catheter were trapped in the detachable hub, causing occlusion in both lumens. The gauze covering the extensions was also removed. The patient had been frequently touching the extensions.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One red and one blue split stream extension adaptor were returned for evaluation. The extensions included the compression ring and collar on both. A visual examination revealed no obvious abnormalities or damage. The catheters the extensions were attached to were not returned. Testing was conducted by medcomp engineering to investigate the force of break of the returned extension adaptors when correctly assembled to catheter lumens for stock that were 2x sterilized. Testing was conducted in accordance with en iso 10555-1:2013+a1:2017, intravascular catheters-sterile, single-use catheters part 1: annex b. The passing minimal force allowed is 3.37 lbf (15n). The arterial minimal force at break was 4.25 lbf (18.90n) and the venous minimal force at break was 6.17 lbf (27.45n). All samples tested passed the acceptance criteria. It is possible that the device was not properly assembled leading to the extension separating from the lumen. During validation of this device family testing was performed to assure that the separation force of the lumen to adaptor joint meets iso standard. Medcomp is unable to determine the cause of the failure, however it is unlikely related to manufacturing.